Event description:
It was reported that the ICU nurse called the pharmacy department to inform them that there was not enough volume in the midazolam 100mg/100ml. Upon an internal investigation, it was found that the midazolam was prepared in a 50ml bag. The facility called the pharmaceutical company that makes the midazolam infusion bags to inquire what their standard of practice was for them to compound 100mg midazolam bags with 50ml bag. The pharmaceutical company stated that they had recently changed their practice and they are now compounding in 50ml bags. The customer then audited a midazolam bag of the same lot number to find it was 100ml. The rn's math and the timing from epic validated the rn's drug calculations to be correct. The rn calculated that the patient received 42.8ml of midazolam with a medication waste of 15ml to equal a total of 57.8ml when there should have been a total of 100mg, thereby missing 42.2ml of medication.

Manufacturer narrative:
The report of an infusion of midazolam where there is unaccounted residual volume and device delivering medication at wrong rate was not confirmed in the logs nor reproduced during testing. Review of the pcu event log confirmed an infusion of midazolam was programmed on (B)(6) 2019 at 11:57pm at a rate of 1.0ml/h with a vtbi of 70 ml. The dose was changed by user on four different occasions and alarmed for patient side occlusion once. The device was channeled off by user. Total infusion time was 10 hours 41 minutes and 19 seconds. Total volume infused 56.015ml. Approximately 19 seconds after the device was channeled off, the device alarmed for flow stop open for approximately 3 seconds. It was stated by the customer that the infusion was missing 42.2 ml of medication with an additional waste of 15 ml. Rate accuracy testing performed on the returned pump module found the device to be delivering fluid within specification. An internal and external inspection of the source pump module found no irregularities. The root cause was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the ICU nurse called the pharmacy department to inform them that there was not enough volume in the midazolam 100mg/100ml. Upon an internal investigation, it was found that the midazolam was prepared in a 50ml bag. The facility called the pharmaceutical company that makes the midazolam infusion bags to inquire what their standard of practice was for them to compound 100mg midazolam bags with 50ml bag. The pharmaceutical company stated that they had recently changed their practice and they are now compounding in 50ml bags. The customer then audited a midazolam bag of the same lot number to find it was 100ml. The rn's math and the timing from epic validated the rn's drug calculations to be correct. The rn calculated that the patient received 42.8ml of midazolam with a medication waste of 15ml to equal a total of 57.8ml when there should have been a total of 100mg, thereby missing 42.2ml of medication.